Event description:
It was reported that the patient experienced a backup battery fault and a driveline communication fault alarm. The backup battery was exchanged and the issue did not resolve. The controller was then exchanged and the alarm disappeared. The alarms for the driveline communication fault came back again on (B)(6) 2022. Therefore the modular cable was exchanged as well. The patient was doing fine. The controller was already disposed and therefore would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault and a driveline communication fault alarm. The backup battery was exchanged and the issue did not resolve. The controller was then exchanged and the alarm disappeared. The alarms for the driveline communication fault came back again on (B)(6) 2022. Therefore the modular cable was exchanged as well. The patient was doing fine. The controller was already disposed and therefore would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2022-00768. No further alarms occurred following the modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault and a driveline communication fault alarm active was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. In addition, there were no photos, log files, or any other supporting documentation submitted that would indicate an issue with the backup battery or controller. Provided information stated that the controller was disposed of so it will not be returned and that the alarms for the driveline communication fault came back again on (B)(6) 2022. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, driveline communication faults, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.